Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The claimed issue was related to pressure transducer test failure during pre-use check (puc). There was no patient involvement. Identification of issue has been done by analyzing problem description, device's logs, return information note (rin) and attached photos. Based on technician statement, the turbine was defective and its replacement is necessary to resolve the issue. The turbine module generates compressed air and delivers air to the inspiratory gas. The issue was decided to be reported based on available information as a defective turbine module may lead to stop of ventilation if no oxygen gas has been connected to the ventilator system. The defective turbine was returned for investigation. According to received return information note when the defective part was tested in reference ventilator, pre-use check failed on the pressure transducer test. The customer's allegation can be reproduced. Attached log files indicate turbine failure. Analysis performed by our contract manufacturer concluded that the cause was related to a broken wire inside the turbine motor. This failure mode was traced back to turbine motors produced during mid 2020 and was caused by the high production rate due to the increased demand for ventilators for covid-19 treatment. The production process has been revised to ensure that this will not happen again. The improved turbine module has been implemented in the production line of new servo-air devices and as spare part. The turbine module installed in this ventilator device was manufactured before the improved turbine was implemented.

Event description:
Manufacturer's ref. #: (B)(4).